Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had some drainage through one of the staples of the incision. A superficial infection/irritation was noted; per the healthcare professional this was not related to the device system. By the end of may, the wound was "better" and the hcp was able to perform a refill with the new drugs. Following the refill session and the change in drug, the pt experienced withdrawal symptoms with acute pain. The oral pain medications were decreased and the medications in the pump were increased. The medications were again adjusted in june and mid july. The pt was doing well. The pump was used to deliver fentanyl, bupivicaine and baclofen.